Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. As per clinical, patient bleeding from impella site, surgical sutures added, and hemostasis was achieved. Improper management of access site was noted with not doing forward tension sutures. The cause of the access site bleeding issue was most likely use related due to improper management of access site per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The team observed an access site bleed. The bleed was observed on day five of the seven day support. The bleed was treated by 1 unit of platelets and consult with surgery. The team did not need further intervention.